Manufacturer narrative:
(B)(4). This unit is currently in house at a vyaire medical authorized service technician's facility for repairs. Once the investigation is complete, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the turbine failed. The turbine stopped functioning. There was no patient involvement associated with this reported event.

Manufacturer narrative:
Result of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the turbine to address the reported issue.